Manufacturer narrative:
The technician found the trend assembly was missing. He replaced the trend assembly to repair the bed.

Event description:
Information received indicates the trendelenburg function will not engage.